Event description:
The customer reported that the system would not boot up during a case and made a loud beeping noise. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The surge suppressor and the intelligent shut-down printed circuit boards were replaced. The system was tested and found to be working as intended and put back into service.